Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This report is being submitted as an initial final. The product problem was discovered at device investigation/evaluation. Product review of the skin graft mesher on november 15, 2019 revealed that the comb was bent. The roller and roller gear were damaged. The calibration and sample mesh could not be taken due to the damaged comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on november 15, 2019 which included replacement of the comb, roller, and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The root cause of the reported event cannot be specifically determined with the provided information because the ratchet was not returned for evaluation. If the ratchet gear was assembled backwards after sterilization, it is possible this failure could occur but since the ratchet was not returned to verify the reported event could not be confirmed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that before surgery, the mesher is not turning properly. The handle turns consistently. There was no harm or delays and an alternate device was used. Upon completion of investigation the mesher was found to have a bent comb, a reportable malfunction. No adverse events were reported as a result of this malfunction. No additional event information available.